Event description:
It was reported that a gore bio-a fistula plug was removed three days post implantation after a pt experienced pain, induration, and a "profound inflammatory response".

Manufacturer narrative:
Method - device not returned for eval and lot# info is unk, review of info provided by the user facility. Lot number info was not provided, therefore, a review of quality records could not be performed. The device was not returned, therefore, a direct product analysis could not be performed. The potential for inflammation is addressed in the adverse reactions section on the instructions-for-use with the statement, "possible adverse reactions may include, but are not limited to, infection, inflammation, and abscess formation. All available info has been placed on file for tracking, trending and f/u. A supplemental report will be submitted if new info is obtained.